Manufacturer narrative:
Device evaluation: the evo-fc-10-11-6-b device of lot number c2308288 involved in this complaint was returned for evaluation, with its original opened packaging. With the information provided, a physical examination and document-based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on 17 dec 2025. The following was observed in the lab: visual inspection: safety wire returned separately from device. Directional button in deployed position. Red marker at last dimple past ponr. Stent is slightly deployed. Kink observed approx 42.5cms from white tip. Functional inspection: handle actuating fine for deployment and recapture. Unable to deploy stent. Handle opened. Outer sheath observed to be separated from shuttle. All cogs intact. The reported failure was observed. Manufacturing records: prior to distribution, all evo-fc-10-11-6-b devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for evo-fc-10-11-6-b of lot number c2308288 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c2308288. Instructions for use and/label: it should be noted that the instructions for use (ifu0062) which accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". There is no evidence to suggest that the customer did not follow the instructions for use. Clinical image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently the stent could not be deployed. Additionally, a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently the stent could not be deployed. It may be noted that the kink observed on the introducer, measured at approximately 42.5 cm from the white tip, was likely caused during the transport returns process. From additional information provided, no other defects (other than the complaint issue) observed on the device prior to return (e.g., kink). Confirmation of complaint: complaint is confirmed based on visual and/or functional inspection. Corrective action/correction: complaints of this nature will continue to be monitored for similar events. Summary of investigation: according to the customer, the stent couldn't get detached confirmed quantity, 01 device was confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence investigation findings conclude that a definitive root cause could not be determined. A possible root cause could be attributed to difficult patient anatomy / a tight stricture. It is possible that pressure from a tight stricture resulted in high deployment force, which in turn, led to the sheath tube separating from the shuttle cap, subsequently the stent could not be deployed. Additionally, a possible root cause could be attributed to inconsistencies in the coating process leading to higher friction forces for larger stent sizes, this led to an increase in deployment force, which in turn caused the outer sheath to separate from the shuttle cap inside the handle of the device, subsequently the stent could not be deployed. Complaint is confirmed based on visual and/or functional inspection.

Event description:
A supplemental correction report is being submitted following a review of this complaint file on 13-feb-2026. Answer to additional questions received on 19-dec-2025: was the product inspected for damage before use? Yes. Are images of the device or procedure available? No. What was the target location? Dhc. Details of the wire guide used? Boston jagwire straight tip 0,035inch. What endoscope type and channel size was used? Pentax ed 34-i10t2 (4,2). Did the patient exhibit difficult anatomy? No. At what stage of the procedure did the complaint occur? When releasing stent. What was the length and diameter of the stricture? 1cm / high-grade. Was the safety wire removed? If yes, at what point was it removed. Immediately before releasing the stent. Was the stricture dilated before stent placement? Patient already had metal stent. Was the zip port facing upwards and slightly curved when backloading the wire guide? No. Was resistance encountered when advancing the wire guide to the target location? No. Was resistance encountered when advancing the delivery system to the target location? No. What was the position of the elevator during advancement? Open. What was the position of the elevator during attempted deployment? Open. Was the directional button pressed during use? No. Was the yellow marker kept in view during attempted deployment? Yes. Was a stent previously placed at the same or adjacent location? (If yes, was the complaint stent placed in the stent that/was already in situ?) Yes, yes. Did the patient require any additional procedures as a result of this event? No, introduced a plastic stent. Did any part of the stent contact the patient's anatomy when the complaint occurred? No. Is the device available for return? Already sent back. Were any other defects observed on the device prior to return? No.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Adm (B)(6) reported via phone. The stent couldn't get detached. "As per cc form": wanted to release stent in patient, pushed forward, detached security wire, stent kept on system, couldn't set it free! Had to retrieve pull out whole system.